Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t caused an electrical issue during maintenance. Due to this failure an alarm in the isolation operation room was caused. There was no patient involvement.

Manufacturer narrative:
The device was returned for further evaluation. The results revealed that the evaporator was damaged. As a consequence water entered the cooling circuit and damaged the compressor which led to the reported malfunction. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
See initial.